Manufacturer narrative:
Additional narrative: additional product codes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a 5.0mm cannulated va locking screw/80mm package was received empty. There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) 5.0mm cannulated va locking screw/80mm. This is report 1 of 3 for (B)(4).